Event description:
Patient presented to the physician with fluid oozing from the chest incision site. Physician suspected the patient had an infection and brought the patient into the or and removed all the inspire components.